Event description:
Preoperative diagnosis-status post mitral valve repair with valve ring dehiscence operation-mitral valve replacement with 27mm ets mitral valve. Extraordinary fragile mitral valve annulus with dehiscence of the ring anteriorly. Male status post mitral valve repair now with loose rigid ring needing repair or replacement.